Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The top rear cover was replaced and the circuit board was replaced resolving the issue. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after the patient had already been removed from the room, the doctor was trying to view the 3d images and the system would flicker back and forth to the 2d images. When the site tried to move the system would not move and the site had to manually move it. They also stated that the mobile view station (mvs) will not power on even after being plugged into the wall.